Event description:
It was reported that the user experienced nocturnal hypoglycemia to 58 mg/dl, remaining below range for about one hour; the user ingested oral glucose tablets and candy, after which glucose returned to and remained within range. Symptoms included neuroglycopenic and adrenergic signs consistent with low blood glucose. Outcomes included transient disruption requiring user intervention without hospitalization or long-term impairment. Investigation included a review of device data and user-reported history with troubleshooting and education provided. Investigation of this case revealed no device malfunction and an undetermined cause for the hypoglycemia. It was concluded that the event was user-managed with oral carbohydrate and that the cause could not be determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.